Manufacturer narrative:
The system was used for treatment. A batch record review of lot d319 was conducted. There were no nonconformances associated with this lot. The lot met release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since (B)(6) 2013 was performed. No trends or noncoformances related to the complaint were noted. Trends were reviewed for complaint category, pressure dome membrane leak. No trend was detected for this complaint category. However, a corrective and preventive action was initiated for this complaint category. The assessment is based on information available at the time of the investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. (B)(4). S.k. (B)(6) 2015. Device not returned to manufacturer

Event description:
The customer reported a pressure dome leak during reinfusion in a procedure that was performed on (B)(6) 2015. The procedure was aborted at this time and no additional blood was returned to the patient. The customer was confident that the pressure dome was seated correctly during the kit setup. No alarms occurred before this point. The patient was reported to be in stable condition after the procedure. The instrument was cleaned successfully and no service was requested. The customer elected not to return the kit for investigation.